Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported, she had her system explanted due to ineffective stimulation. She stated, she was reprogrammed several times without success, and the explant occurred 3-4 weeks ago.